Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl. A manual insulin injection was used to address bg. Reportedly, the pump supplies were changed to address the issue. Customer declined to further troubleshoot with tandem technical support.